Manufacturer narrative:
The insulin pump powered up properly after a battery installation. The unit was received with operating currents within specifications. No failed battery test was noted. The unit was also received with no debris under the liquid crystal display window. No cosmetic damage was noted. The device was also received with the audio alert and vibration alert functioning properly.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test and had debris in the device. The customer stated that when he replaced the battery, the insulin pump kept alarming battery error. The customer's blood glucose was 157 mg/dl. He stated that he wound up having to use a used battery from a remote control in order to get the insulin pump to work. He noticed that there was debris in the casing of the insulin pump that he stated was not supposed to be there. He also stated that he was dissatisfied with the volume of the insulin pump's alarm. He also stated that he could barely feel the vibration from the vibrate feature as well. He requested to replace the insulin pump and agreed to return the device for analysis.